Event description:
The customer reported that the speaker will not work. The device was not in use on a patient at the time of event, there was no adverse event reported.

Manufacturer narrative:
Upon the receipt of the device, it was determined the device was opened and modified/repaired outside the philips factory/repair bench. The front-end flex assembly from another device was installed in the mx40. Philips healthcare does not support 3rd party modification/repair of the mx40 and for this reason, the device was returned to the customer unrepaired. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Data correction to device identifier.